Manufacturer narrative:
Results: the catrx was unable to be flushed due to contrast within its main lumen. There were slight kinks along the length of the device. The guidewire lumen had a hole in it approximately 2.0 cm from its distal tip. A demonstration 0.014¿ guidewire was able to be advanced through the non-penumbra catheter without issue. The guidewire lumen on the catrx was occluded with blood. After pushing the thrombus out of the guidewire lumen in the proximal direction, it was attempted to be advanced over the guidewire. Resistance was met while advancing the catrx over the guidewire and through the non-penumbra catheter. It was able to be advanced through the full length of the non-penumbra catheter, but resistance was encountered throughout. Conclusions: evaluation of the returned catrx revealed slight kinks along its length. The catheter was unable to be flushed due to blood and contrast occluding its main lumen. Coagulated blood was also found in the guidewire lumen but was able to be cleaned out. During functional testing, a demonstration 0.014¿ guidewire was able to be advanced through catrx side lumen without issue. The catrx was then able to be advanced through the returned non-penumbra guide catheter with resistance throughout. Further evaluation revealed a hole in the catrx side lumen. This hole likely contributed to the resistance experienced during the procedure. In addition to the catrx kinks, the non-penumbra guide catheter was also slightly bent along its length. These damages likely contributed to added resistance experienced during functional testing. The catrx kinks were likely a combined result of advancing the device against the reported resistance and packaging the device for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure using a (catrx). During the procedure, the physician was unable to advance the catrx through the sheath and, therefore, the catrx was removed. The procedure was completed using a new catrx. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Brand name: corrected to penumbra system cat rx kit.